Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the event was procedural rather than device related.

Event description:
It was reported to nevro that a patient experienced csf leak and fatigue following a trial procedure. The device was explanted and the patient received a blood patch. There was no other report of complication.